Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled ¿analysis on the effect of direct anterior total hip arthroplasty for the treatment of femoral neck fracture in the elderly¿ written by ding bo, wang lei, ma haizhen, and gu chenggang was reviewed. The purpose of the study was to compare the outcomes of daa tha in patients with femoral neck fracture and osteoarthritis of the hip. 40 patients were involved in the study, and all were implanted with the trilock stem. There was no mention of the acetabular cup and liner manufacturer. Adverse events: 1 case had postoperative dislocation and was treated with manual reduction under anesthesia. 2 cases postoperative lower extremity deep venous thrombosis. No treatment provided.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot ==> a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.